Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery(lad). A 10/2.75 flextome" cutting balloon" was selected for use. During procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. There were no patent complications reported.

Manufacturer narrative:
The complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1mm proximal to the proximal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery(lad). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. There were no patent complications reported.